Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient plans to undergo surgical intervention due to stimulation not being beneficial.

Event description:
Additional information was received that the patient's therapy was restored on its own at an unknown date without intervention. The leads were later explanted in a different event, as documented in related manufacturer reference numbers: 1627487-2019-13887, 1627487-2019-13888.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: the statement in the previous report about leads being replaced was incorrect. The lead was not replaced.